Event description:
It was reported that following a routine device change out, the right ventricular (rv) lead had high impedance. During the lead replacement procedure, the lead was tested with the analyzer and had impedance within normal limits of approximately 700 ohms, but when tested in the device the impedance was 1300 ohms. The physician suggested something was wrong with the device so it was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.